Event description:
It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a colonoscopy procedure (with polypectomy) performed on (B)(6), 2011. According to the complainant, a current failure occurred during cautery of a pedunculated polyp in the patient's cecum. The remainder of the polyp was removed without cautery using the same captivator ii snare, but no bleeding occurred as a result. However, a perforation in the patient's cecum was noted the following day. It is unknown what was done to resolve the perforation. The patient's condition following this event was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.